Manufacturer narrative:
Trackwise ID# a lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Scrapped

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not activate. They stated that when they hooked the black cord to the adapter, the generator had a very fast beeping tone. A replacement device was used to complete the procedure. The hospital did not report any patient effects.